Manufacturer narrative:
No device, no medical records or no medical images have been made available to the manufacturer. The filter was reported to be a meridian; however, the catalog number was said to be unobtainable. As the lot number for the device was reportedly unobtainable, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately one year post vena cava filter deployment, a detached limb was discovered; however,the filter was left in place due to surgery and rehab. Approximately seven months later, the filter was successfully captured and retrieved; reportedly a small piece of a filter limb migrated to the lung and remains in the patient. There are no plans to retrieve the detached limb fragment. Patient complaint of chest pain, patient is reportedly hemodynamically stable.

Manufacturer narrative:
A manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the alleged filter limb detachment. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: - filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques.